Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event and was treated with cefazolin (1 gram, route, duration and frequency were not reported) for the event. At the time of this report, patient has recovered from the event. Action with pd therapy was not reported. No additional information is available as the reporter declined follow up.